Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no further information is available. Procedure name: no further information is available. Initial procedure date: no further information is available. Date the event occurred? No further information is available. Lot number: the lot number is unknown. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was broken during use. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.